Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the touch screen functionality on one monitor wasn't working. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No failures were found and the system performed as intended. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.